Event description:
Device 2 of 2 reference MFR report: 1627487-2018-01862.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01862. It was reported the patient ((B)(6)) experienced a loss of stimulation. X-rays showed 1 of 2 leads were fractured. Surgical intervention was undertaken and both leads were found to be intertwined. The physician explanted both leads and implanted a single replacement lead. Postoperatively, the patient reportedly experienced effective therapy.